Manufacturer narrative:
The device was returned for evaluation, the evaluation confirmed the reported event of the s-cover protector boot to be loose. The evaluation also found the forceps cover glue to be peeling and the bending section cover glue was cracked. Additionally, the control body and the scope connector was loose. The faulty parts were replaced. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during reprocessing, the evis exera ii ultrasound gastrovideoscope boot was loose. Upon inspection and estimation of the returned device, it was observed that the adhesive on forceps cover was peeling and cracked due to handling issue. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation summarized that the issue occurred due to the external force applied to the relevant part by strongly rubbing it during daily use including re-processing. Additionally, the peeling might be due to aging deterioration. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.